Manufacturer narrative:
Initial reporter phone no. ¿ (B)(6). The device was manufactured from march 11, 2020 - march 12, 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid within the housing which suggested leak had occurred. Further inspection revealed the cause of the leak inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the device. When the film-wrap is missing, the bladder will not inflate during fill and the fluid will go directly into the housing. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was discovered while filling the device with medication prior to patient use. There was no patient involvement. No additional information is available.